Event description:
It was reported that patient underwent an elbow arthroplasty on an unknown date. It has been indicated that the patient will need to undergo a revision procedure due to loosening of the ulna. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an elbow arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a loosened ulna component.